Event description:
Primed successfully, but no electrical connection happened. This was one of the first cases this account did without a rep setting console and microtip up. Upon discussion with account, possibly the microtip was plugged in, but could have not been aligned correctly with arrow matching red dot. When I (sales rep) arrived at the case, account had opened another microtip and connected with success.

Manufacturer narrative:
The unit was not returned for evaluation because it was disposed of. It is not possible to verify an assignable cause without evaluating the alleged complaint unit. Insufficient information for a complete investigation. The sales rep stated that there is a possibility that the microtip was plugged in incorrectly. This cause cannot be verified. The facility stated that they are unsure what the lot number of the complaint unit was. A review of the DHR and lot history was not possible because lot information was unavailable.